Event description:
Olympus was informed that the foot switch did not provide output, and the patient was injured during an unidentified procedure. There were no further details provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that one patient had reportedly sustained a perforation during a diagnostic colonoscopy turned polypectomy procedure. It was unknown as to whether medical or surgical intervention was required as a result of this procedure. But, the user facility reported that the patient was hospitalized with no further details provided. The referenced device was said to have been used on a different patient the day before of the reported incident with no issues observed. There were no further details provided. The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report. The evaluation found the device operated appropriately. The device passed all standard testing and procedures. The exact cause of the reported event could not be determined. This report is being submitted as a medical device report in an abundance of caution.